Manufacturer narrative:
Patient age not available from the site. The surgeon reported, to a medtronic representative following-up with the site, using the ball tipped probe after this event and that accuracy was good. Patient files/scans/logs have not been returned to manufacturer for evaluation. Patient files/scans not returned.

Manufacturer narrative:
The estimated inaccuracy was 4-5mm per the surgeon.

Event description:
A medtronic representative reported that, while in a spine procedure, six screws were placed incorrectly. The surgeon placed the first four screws without issue. Three screws were repositioned. The surgeon felt accuracy was good on the patient's left but not the patient's right. Left side screws were placed first, then right. The site stated the frame did not move. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative visited the site and tested the system. It performed properly and accurately. Unable to replicate event. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.